Event description:
A customer reported that their pump malfunctioned after it went through the washing machine, resulting in it breaking into five separate pieces with disconnected wires. There was no adverse impact to the customer's blood glucose level. Technical support determined they were unable to replace the pump due to extensive damage caused by the washing machine incident.